Event description:
Facility reported that during treatment the venous line separted at the top of the venous chamber. The ebl to patient was between 200 to 300cc's. The dialysis machine used was a fresenius 2008k and the blood flow rate was between 275 to 300. No reported ill effects to the patient. The sample is available for evaluation.